Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6) 2010; inratio 2.1; doctor's inratio 3.1. Tests were taken about 45 minutes apart. Caller reported that the doctor held inratio in his hand and brought the meter to the finger. He then set it down and used a wooden stick to mix the blood in the well.

Manufacturer narrative:
Investigation pending.